Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia repair. According to the reporter: the inside of the balloon trocar popped. They may have over inflated. It was reported that they tried three different levels of inflation and explained that 20 was the proper level. The hernia was repaired. There was no patient injury. Additional information has been requested but not yet received.